Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the trocar was found in the contact's "drawer". The note stated "safety doesn't work." It was not used on pt. It was replaced before the procedure began.